Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by several error ID 22. "The device was not received because it was repair locally. To solve the issue the force sensor kit have been replaced. The defective part was received in brézins for investigation. According to the investigation results, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified and this complaint has remained not confirmed. CAPA has been opened in april 2019 in order to reduce the occurrence of error 22. The modification to this CAPA has been deployed with ccr (redesign of force sensor soldering agilia sp) on which the first sn with the modification. To our knowledge this complaint is not being related to patient safety.". This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.

Event description:
The following has been reported: error 22: pressure sensor defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.